Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscopic camera manipulator (ecm) involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the customer reported failure during visual inspection. The axis 3 brake will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair procedure, the surgeon was unable to move the endoscopic camera manipulator (ecm) up or down. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance but the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. A field service engineer (fse) was dispatched to the site and replaced the ecm to resolve the reported issue. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.